Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The possible batch number is reported as follows: batch # hgm614 . The photo of the product upon which this medwatch is based has been received, however, the evaluation of the photo is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: lot # ? It could be lot# hgm614, but this is not confirmed. This is based on the remaining inventory on their shelf. What was the size of the needle used? 2-0 coated vicryl plus ur-5 needle (36 mm taper needle). Was more than half the needle retained in the patient? Yes, more than half. What tissue structure is the needle located at? Fascia. Where was the needle grasped prior to the needle breakage (ie. Swage, central portion of needle)? Unknown. Were any measures were taken to retrieve the broken piece? If yes, please specify what was done? No. Has there been any medical or surgical intervention performed? No. Was the patient brought back to or to have needle removed? No. Are there any plans to remove the needle? If yes, please indicate date. No. The surgeon has determined that the retention of the needle is preferred because attempting to remove the needle would do more harm than leaving the needle as is. The surgeon feels attempting to remove could increase the risk of recurrent hernia. Is there any adverse patient outcome? No. Will any actual or representative sample be returned for evaluation? Yes, the sales rep has the portion of the needle of the needle that was retained. If the customer is not returning the broken needle, can we obtain photos of the broken needle for evaluation? The sales rep already sent photos.

Event description:
It was reported that the patient underwent a laparoscopic appendectomy procedure on unknown date and the suture was used. During the procedure, the needle broke approximately a quarter from the swage while the surgeon was suturing in fascia. The broken needle remained in fascia. The surgeon opined that the retention of the needle is preferred because attempting to remove the needle would do more harm than leaving the needle as is. The surgeon opined that attempting to remove could increase the risk of recurrent hernia.

Manufacturer narrative:
The actual device was returned for evaluation. The evaluation revealed the fracture was composed of predominately microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The possible batch number is reported as follows: batch # hgm614, exp. Date 06/30/2019, MFR. Date 06/05/2014 in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.